Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that it did not pass the waterproof test. The device was found leaking from the joint between bending section cover glue (a-rubber glue) and biopsy channel. The distal end is detached from the bending section. The insertion tube is squashed on line 4 and line 9. The c-body is dented near the biopsy opening. The bending rubber is cut, removed for ad and no moisture was found. The evis image has 3 partial breakage on peripheral. There is one broken echo signal on the um image. There are deep scratches on the protector and has a protruding sheath. The scope connector is loose. Angulation has excessive play and is out of service standard. The listed parts were replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the device. It did not pass the leak test. There was no patient involvement. No additional information was provided.